Manufacturer narrative:
Updated: b4, b6, b7, d4 (version or model number), d11, e1 (initial reporter email address), g4, g7, h2, h10. A supplemental report will be submitted upon completion of our investigation. An additional telephone number was provided for the initial reporter, (B)(6) as follows, (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, but was unable to reproduce the reported issue, in spite of multiple attempts. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during pre-use check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) screen did not turn on, upon powering up the iabp medical device. There was no patient involvement, and no adverse event reported.